Event description:
A customer reported an altitude alarm on their pump. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt several troubleshooting steps, including cleaning the speaker holes and changing the cartridge. When these actions did not resolve the issue, and the alarm persisted upon resuming insulin delivery, it was determined that a replacement pump and cartridge were necessary. The customer was instructed on returning the faulty pump using a pre-paid label and planned to use multiple daily injections (mdi) as a backup insulin therapy.